Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: review of the black box data revealed record of a ¿replace battery¿ alarm on (B)(6) 2014. The battery voltage prior to the alarm was noted to be above the battery alarm/warning level. There was no evidence of short battery life observed. On examination, there was moisture corrosion inside the battery compartment. A leak test was performed which revealed a leak at the battery compartment. No warnings or alarms occurred during testing. Electric draws were found to be within specifications. The pump was opened for investigation and did not reveal any evidence of moisture ingress inside the pump or on the printed circuit board. The power circuit was found to be without damage or defect. Investigation did not duplicate the allegation of short battery life.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.